Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 10/14/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the ar40m lens was returned in its original package. Visual inspection using magnification was performed to the returned sample: loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens. One of the haptic was observed detached. The detached haptic piece and the other haptic was observed distorted. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. The complaint issue reported was verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one complaint folder belongs to the same production order (po) but this complaint could not be confirmed because the product was not returned for evaluation, therefore, no escalation is required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had bent haptic however it was left implanted in the patient's right eye as the surgeon felt that it was not compromised enough to have any adverse outcome. But after a few days the suspect iol was explanted and per representative it was because the iol proved problematic. No other information was provided.